Event description:
It was reported by a surgeon that a patient who had a device initially implanted on (B)(6) 2023, the plate broke after the patient returned home. The date of the broken plate was not known. The surgeon noted that the screws used were 3.0 locking and non-locking screws. The plate had broken on the first locking hole of the distal metatarsal side of the joint. Additional information was received indicating that the patient was weight bearing post-operatively per the surgeon's recommendations, and the patient did not have any notable comorbidities which could have led to the plate fracturing and/or the patient not fusing. No abnormal behaviors such as falls were reported by the patient. Additional information was provided that the surgeon performed a revision surgery with another plate from the same batch. However, the surgeon used 3.5mm screws in lieu of the 3.0mm screws with no reported issues. The surgeon returned a plate for evaluation. The evaluation of the product confirmed that a stress fracture occurred at the medial screw hole, and the plate showed visual evidence that it had bent prior to breaking. Additionally, it was found that qty. 26 of the affected plate batch had been sold to-date.

Event description:
Supplemental MDR: additional information was received regarding the patient. It was reported to the manufacturer that the patient experienced swelling after the initial surgery. Additionally, a review of the inventory for the affected lots showed that qty. 37 of the plates had been used clinically with no other reports of complaints.